Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an intra-arterial (ia) thrombectomy interventional procedure using an 8f sheath. Reportedly, hemostasis was not achieved with the prostyle sutures. Another prostyle device was deployed and hemostasis was achieved. An ultrasound was taken and it was discovered that the suture loop "[knot]" of the first prostyle was inside the vessel lumen and could not be removed by pulling them. The physician consulted a vascular surgeon and tried to dissect to the subcutaneous layer to remove the suture loop inside the vessel but failed. They did not proceed with further surgical cutdown as the patient was not stable after the ia procedure. Vascular flow was not compromised, as noted by clinical and ultrasonography. Normal pulsatile flow was noted in the right femoral artery, and the right lower limb showed strong pulse and satisfactory perfusion after the incident. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy as related to the prostyle device. No additional information was provided.